Event description:
A report was received that the pt had an infection at the pocket site. The pt's symptoms are redness, swelling, fever and discharge at the ipg site. The physician believes that the infection is related to the implant procedure. The pt was explanted and prescribed antibiotics intravenously.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms are redness, swelling, fever and discharge at the ipg site. The physician believes that the infection is related to the implant procedure. The patient was explanted and prescribed antibiotics intravenously.